Event description:
It was reported that the customer's pump screen was dark and would not turn on, although connecting it to a power source eventually displayed a welcome message. There was no adverse impact to the customer's blood glucose level. The customer service team educated the caller on the pump being in storage mode and advised them on necessary procedures including restarting cgm sessions and reloading the cartridge. The customer did not acknowledge the initial cause of the shutdown as not charging the battery. Measures were taken to ensure insulin delivery was not interrupted, including the use of an alternate therapy, and a replacement pump was sent. The customer was instructed to return the problematic pump with a prepaid label. The replacement was endorsed by customer service to maintain satisfaction after troubleshooting confirmed it necessary. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.